Manufacturer narrative:
Additional information was received regarding test results of a single patient sample. Another run for a separate patient was identified from customer data during investigation. An investigation was performed based on the provided sample ID and the sample ID identified in the data. Although requested not all sample ids could be provided so analysis of all individual samples could not be performed. A review of the samples alleged showed the samples to be indicative of limit of detection (lod) samples which can waiver between positive and negative. The discrepancy alleged is likely due to sample or site specific factors. Examples of these factors are samples near the lod, suboptimal workflow, or sample mix up. No product problem related to the customer allegation was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for several patients while using the cobas c6800/8800 sars-cov-2 assay. Per the limited available information, 12 samples initially tested positive for the sars-cov-2 target. All of the 12 samples generated a negative result upon retest. The negative results were released for all but one patient sample, which had tested positive for the sars-cov-2 target on earlier four occasions and hence the positive result was released to the physician for this patient. No harm was alleged for any of the patients. Please note that no unique sample or run information was provided regarding the alleged samples and hence a single MDR will be filed to address all alleged samples in this case. An investigation has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for several patients while using the cobas c6800/8800 sars-cov-2 assay. Per the limited available information, 12 samples initially tested positive for the sars-cov-2 target. All of the 12 samples generated a negative result upon retest. No harm was alleged for any of the patients. Please note that no unique sample or run information was provided regarding the alleged samples and hence a single MDR will be filed to address all alleged samples in this case. An investigation has been initiated and is ongoing. (B)(4).